Manufacturer narrative:
All buttons function properly however moisture damage was found on keypad traces. No sticky or intermittent buttons noted. No button error alarm noted during testing. Unit was received with scratched lcd window,cracked case at display window corners, cracked on reservoir tube lip,cracked reservoir tube window thru reservoir tube, broken pump belt clips lot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.